Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2012 due to low vaulting. The patient experienced elevated iop. The icl was exchanged for a longer lens.

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, intraocular pressure rise, (iopr), explanted, lens, vaulting, low. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Medical review. Medical review - review of this file indicates that the patient had increased iop of 48mmhg during the day of surgery which resolved completely after burping the wound. This adverse event is commonly caused by either retained viscoelastic or non-patent peripheral iridotomies. The surgeon is advised to burp the paracentesis incision and observe for subsequent pressure rise, or enlarge the peripheral iridotomies if they are deemed to be closed. Either way, this condition is usually temporary and resolves after the above interventions are performed. The icl was also exchanged to a longer length 4 months after implantation due to minimal vault <100um. It has been determined that this complication is related to inaccurate white to white measurement or secondary to a mismatch between white to white and the sulcus diameter. Surgeons are advised to observe the patient for any signs or symptoms of progressive anterior subcapsular cataract formation prior to exchanging this lens. Staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. If no other symptoms are observed, it is recommended to leave the icl implanted. Based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).